Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection, the image was found to have been flickering due to a faulty cable. Other events which occurred not requiring an investigation were the "image noises" and the "pin on the adaptor missing. Coupler and charge-coupled device cannot be separated, and paint is peeled off." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "image flickers" occurred temporarily due to communication failure caused by a cable failure. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image flickered. The issue was found during reprocessing post plasma cutting. The procedure was completed with similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.